Manufacturer narrative:
E1: initial reported facility: e1: initial reporter address: e1: initial reporter city: the actual device was not available; however, a photograph of the sample was available for evaluation. During visual inspection of the photo, it was observed that the cone of the return male luer lock (mll) connector was broken. This component is provided preassembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. A corrective action/preventive action record and a change control for the mll design were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line connector of a prismaflex m100 set was observed to be broken during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.